Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited episodes of inappropriate shocks due to supraventricular tachycardia (svt). No other information was provided. This device was explanted four years after implant. No further adverse patient effects were reported.